Manufacturer narrative:
(B)(4). The rep indicated that to his knowledge everything is resolved at the facility. Two additional messages were left with the account contact in attempts to obtain further details related to the event. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient returned to or with slight sepsis/shock. Exploratory surgery was done to identify the issue. When opened it was discovered that the two clips that were placed and inspected prior to closing lap case were not on cystic duct. Case was completed with an endoloop to close.